Manufacturer narrative:
(B)(4). Batch # = m9371x. (B)(4). The analysis results found that the el5ml device was returned in good condition; upon visual inspection, a clip was noted to be jammed inside the shaft. The clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 9 conforming clips. In addition the device locked out as intended but the orange indicator was found undertraveled; in order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, the clip track was found damaged making difficult to feed clips; this condition was most likely caused by attempting to remove the jammed clip. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, jamming occurred and the clip was not fed into the jaws properly after several firings. Another device was used to complete the case. There were no adverse consequences to the patient.